Event description:
On 08/04/1999, the former owner of the MFR faxed a medwatch report# 3600740000-1999-0003 to the present owner of the MFR that states the following: pt has continuing need for venous access, so a single lumen left subclavian device was implanted on 05/14/1998 (this date is an error, should be 05/14/1999 confirmed by facility's risk manager). The physician reported that the device worked well initially, but then malfunctioned. Pt noted swelling in her chest wall. Chest x-rays showed the catheter had broken, leaving one end still attached to the device and lying in chest tissue. The other end was in the heart or nearby vessel. A catheterization procedure was successful in removing the catheter tip. The device and remaining catheter were removed on 07/20/1999, and a right subclavian device (different brand) was implanted that same day. No further details were provided.